Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a rash at the site immediately after insertion. Patient was treating with non-prescription hydrocodone ointment, and then made a doctor's office visit where they were told to try a different manufacturer's ointment, and keep skin clean and dry. Skin reaction from the adhesive may be normal for some patients. This complaint is not being reported as no medical intervention or serious injury was reported, no product defect was alleged, and the product does not affect insulin delivery.